Event description:
It was reported that an asymptomatic patient presented with atrial noise via auto mode switches episodes. All other electrical measurements were normal. Programming changes were made. The patient would continue to be monitored.